Event description:
Spontaneous, patient informed rep of defective autoject device and missed 2 doses but patient was already disconnected from the line so no additional info. Not reported if experienced any adverse events or if device is available for return, no other information. Reported to (B)(6) by pt/caregiver.